Event description:
Damage to a tandem charging cable was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the replacement of the damaged charging supplies via 2-day shipping.